Event description:
The nurse reported to baxter (B)(4) regarding the (B)(4) administration set in which the tubing disconnected from the solution injection port during patient use. There was patient involvement however, no injury reported associated to this issue. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and found the chamber was separated from the tubing, solvent stain was observed on the tubing. In addition, a section from the tubing to the chamber was cut off from the returned sample for measurement. The dimensional result indicates the tubing is within specification. Therefore, an assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided.